Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No compromised force sensor system alarm noted during testing. The insulin pump had scratched lcd window noted during visual inspection. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a compromised force sensor system alarm. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's mother stated that the insulin was squirting out during the manual prime process. The customer's mother stated that the insulin continued to drip after the motor stopped during the manual prime process. The customer's mother stated that they were unable to exit the preparing to prime loop. The customer's mother stated that the drive support cap was normal. The customer's mother stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.